Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: a review of the pump black box and alarm history showed that the basal insulin delivery records accurately correlated to the programmed basal rates. The pump history also showed that the user attempted to edit the basal rate but did not select save. During testing, the pump successfully completed a 24 hour duration test and accurately recorded the basal history corresponding to the programmed basal rate. The original complaint of a history/settings issue was unable to be duplicated during investigation.